Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter (unknown model/upn) was used during an esophageal dilatation procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, prior to inflation of the balloon, the physician inadvertently prodded the duodena with the tip of the balloon and a perforation occurred. It was confirmed there were no visible or functional issues with the balloon. The procedure was not completed due to this event; however an esophageal covered stent (unknown model/upn) was deployed at the injured point, and then there was no issue. The exact patient condition following the procedure or if the procedure was rescheduled is unknown, however it was reported there was no serious situation at the end of the procedure. If any further information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(Outcomes attrib. To ae): required intervention.

Manufacturer narrative:
Additional information was received and confirmed the device was used in a duodenal procedure; the cre balloon was advanced into the duodenum intentionally. The purpose of the procedure was dilation of the gastrointestinal tract. It was also confirmed the perforation was in the duodenum. The covered stent was placed proximal to papilla at the duodenum.investigation results:the reported event could not be confirmed as the complaint device was not returned for evaluation. The directions for use (dfu) caution the user of potential complications of an esophageal balloon dilatation procedure, including perforation. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter (unknown model/upn) was used during an esophageal dilatation procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, prior to inflation of the balloon, the physician inadvertently prodded the duodena with the tip of the balloon and a perforation occurred. It was confirmed there were no visible or functional issues with the balloon. The procedure was not completed due to this event; however an esophageal covered stent (unknown model/upn) was deployed at the injured point, and then there was no issue. The exact patient condition following the procedure or if the procedure was rescheduled is unknown, however it was reported there was no serious situation at the end of the procedure. If any further information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter (unknown model/upn) was used during an esophageal dilatation procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, prior to inflation of the balloon, the physician inadvertently prodded the duodena with the tip of the balloon and a perforation occurred. It was confirmed there were no visible or functional issues with the balloon. The procedure was not completed due to this event; however an esophageal covered stent (unknown model/upn) was deployed at the injured point, and then there was no issue. The exact patient condition following the procedure or if the procedure was rescheduled is unknown, however it was reported there was no serious situation at the end of the procedure. If any further information is received, a supplemental MDR will be filed.